Manufacturer narrative:
Additional information: h4 - manufacturing date - the manufacturing site reported that the manufacturing date for the device is 08/24/2000.

Manufacturer narrative:
Unknown/not provided a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Manufacturing date requested but not available at the time of this report. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(4) 2019. Patient presented post op (unknown date) with diffuse lamellar keratitis (dlk) and required increase in steroids treatment and was prescribed oral steroids. Surgeon also reported that due to the frequent use of steroids patient developed increase intraocular pressure an required glaucoma drops. Patient is currently 20/20-1 and 20/20 = 20/20+in both eyes.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.